Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced constant pain, bladder trouble, infection, voiding dysfunction, vaginal bleeding, pain during urination and intercourse, localized pelvic pain, recurrence of the original diagnosis and disfigurement as results of the implantation. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.